Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they keep getting eri and recently started getting a zapping sensation. Patient stated this started about 2 days ago. Patient did not have any falls or trauma. Pt states it's like a tingling sensation like when they do an electrical thing to a muscle and it flexes real hard. Patient also mentioned feels like a tightness in their back and a real tight pull. Patient mentioned this only happens randomly and not all the time. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt reviewed eri as the patient has reached that time frame on his ins. Pt was aware his ins is at that mark.pt does not have an hcp. Agent sent email to the mdt reps for visibility to find an hcp.